Manufacturer narrative:
27-jan-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer contacted via e-mail and stated that while he/she was brushing, he/she suddenly had the brush head in his/her mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that while he/she was brushing, he/she suddenly had the brush head in his/her mouth. No injury was reported.